Event description:
Customer reported a table error during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the lemo cable receptacle. System operates as intended.